Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿ for an unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.10 , h.3 , h.6 device evaluation: analysis of the returned device identified: opening curved on radius, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified sharp opening on anterior assessed as a surgical impact opening, for the stress mark in the shell, non-penetrating nicks, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on anterior assessed as a surgical impact opening.

Event description:
Patient reported ¿rupture¿ on left side.